Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have small particulate within the bag. The particulate was discovered during the compounding process. No patient involvement or adverse events occurred. No additional information is available.